Event description:
The customer reported that during a procedure, the jaws of the device could not be reopened. It is unknown if the device was applied to patient tissue at the time, and if so, how the device was removed from the patient tissue. The patient outcome was not reported.

Manufacturer narrative:
(B)(4).the product sample was not returned to covidien for analysis. Without the sample, a detailed investigation could not be performed. The device history record (DHR) indicates the lot number was released meeting all qa specifications. The file will be closed as unconfirmed at this time. If additional information is obtained or the sample is returned, we will re-open this investigation.

Event description:
New/additional info:the device locked on patient tissue, and was pulled off of the tissue. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection found no defects. The investigation found the device to function normally and within specifications. The jaws were not stuck shut. The jaws opened and closed normally when the handle was activated.